Event description:
It was reported that pump experienced malfunction alarm malf 16 with fault ID 16-0x20e6, and no notable events occurred prior to malfunction. There was no reported impact to the customer¿s blood glucose level. Customer service arranged pump replacement within warranty, confirmed pump serial number and shipping address, provided storage mode instructions and return instructions for faulty pump, and customer declined to share what backup insulin therapy would be used while awaiting replacement.